Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during a rotator cuff repair that the tip of the customer's expressew iii needle broke off in the patient's joint space. The sales rep stated the tip of the needle broke off after the expressew iii gun had been fired 7 times while passing #2 orthocord. The sales rep reported that x-rays were done but the tip was not retrieved. The sales rep confirmed that the broken tip was contained within the rotator cuff tissue. The surgeon completed the procedure with another needle in the same gun with no patient consequences. There was a 20 minute delay in the procedure.

Manufacturer narrative:
The complaint device has not been returned; and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of 640 ¿ 5 packs of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause could be the device hit bone or an instrument resulting in the tip of the device breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received back in the future, this file will be reopened at that time and an evaluation will be performed and documented.